Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl 200 instrument. Siemens reviewed the data provided by the customer and determined that the quality controls were within range on the day of the event. As per siemens instructions, the customer ran a system check, which resulted acceptably. Additionally, the customer was instructed to run a 3 test precision with the redrawn sample; the results recovered with "assay range" flags due to low results. A siemens customer service engineer was dispatched to the customer's site and instructed the customer to perform 5 point precision and 10 patient comparisons between initial instrument and alternate instrument onsite, resulting acceptably. Siemens further investigated the issue and determined that a sample integrity issue potentially contributed to the discordant tni result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s) and the physician(s) administered a heparin drip treatment for the patient. The sample was repeated on an alternate dimension exl with lm instrument, resulting lower. The sample was repeated again on the initial instrument, resulting lower than the discordant result. The repeat results were not reported to the physician(s). The patient was re-drawn and the new sample was run on an alternate non-siemens instrument, resulting lower than the discordant result. The result obtained on the new sample was reported, as the correct result, to the physician(s). Based on this result, the physician(s) discontinued the heparin drip treatment. There are no known reports of adverse health consequences due to the discordant, falsely elevated tni result.